Manufacturer narrative:
External insulation abrasion was noted at 8.8 to 9.1 cm from the connector pin consistent with lead friction to the ICD can. The silicone insulation was intact at this location. External insulation abrasion was noted at 18.5 cm to 20.8 cm from the connector pin due to consistent with lead friction to the ICD can breaching the re, rv, and inner lumen. The etfe coating was intact but the ptfe liner was abraded exposing the inner coil at this location. This is consistent with the observation from the field of noise and inappropriate atp.

Event description:
It was reported that patient received inappropriate atp therapy due to noise on the rv lead. Review of store electrogram confirmed presence of rv lead noise. Lead revision was recommended and device was programmed. Patient later presented to the operating room. Patient was asymptomatic. Rv lead was explanted and replaced. Patient is stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New info received: clavicular crush was noted on both ra and rv lead. No further information available.